Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 22-oct-2018 with the following findings: during investigation, contamination was found under all the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed corrosion on the button contacts. This report is made based on results of investigation completed on 22-oct-2018.